Event description:
The account stated that the cell-dyn 1700 analyzer generated a hemoglobin (hgb) of 8.9g/dl which was questioned by the physician. The sample was repeated and the hgb was 11.1 g/dl. There was no impact to pt management reported.

Manufacturer narrative:
A field svc rep (fsr) was dispatched to the account in 2008 to do a preventive maintenance inspection (pmi) per contract. The fsr found the bubble mix was weak and backflushed the bubble mix line. The fsr then ran a precision and controls to verify the operation of the instrument. All results were within instrument specifications. No further troubleshooting was required. The cell-dyn 1700 system operator's manual (03h58-01, rev d): the value of 8.9 g/dl is out of the normal adult range (table b-1, page b-3). It is recommended that action limits be established for the instrument: it is suggested that one pt limit set be used to enter instrument specific laboratory action limits. A result that falls outside a laboratory action limit can indicate the need for the operator to follow a laboratory protocol; such as repeating the sample, performing a smear review or notifying a physician. In cases where a cellular abnormality is present that alters cellular morphology to the point that the cells do not fit the criteria used by the instrument to generate a flag, dispersional data alerts may be the only flag(s) that will alert the operator to a potentially erroneous result (2-25, 3-23). Section 10 describes how to generate info to be used in troubleshooting and provides basic troubleshooting. Abnormal or imprecise hgb result may be related to maintenance, electrical issues or sample issues (10-13). Generally, conditions that are instrument or reagent related will occur on all samples, including controls. Therefore, it is important to confirm instrument performance by rerunning controls and/or add'l pt specimens (10-9). In addition, the complaint analysis trending system (cats) and trending analysis support system (tass) were reviewed and no adverse trends were identified. No malfunction was identified. This is the final report.